Event description:
Additional information was received reporting that the cause was not determined. The issue was resolved with another new ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a normal replacement procedure of an activa rc with a percept pc, increased impedances were detected. Initially, during intraoperative testing of the activa rc, increased impedances of poles 8/9 were noted, although not in use. The implantable pulse generator (ipg) was replaced with a new percept pc, which showed increased impedances of poles 0-9 (>5k/>10k). Troubleshooting steps, including repeated cleaning and re-screwing, did not resolve the issue. When switching back to the old activa rc, increased impedances were again detected at poles 8 and 9. A decision was made to switch to another new percept pc, where increased impedances were observed at poles 3, 8, and 9 (>5/10k). The issue was resolved at the time of the report. No symptoms were reported.